Manufacturer narrative:
The lot was manufactured february 9, 2017 ¿ february 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through four (4) large volume infusors. These issues were identified before patient use and after the devices were filled with unspecified medication. There was no patient involvement. No additional information is available.